Event description:
It was reported that the subject device had scope communication error. The issue was cause during the reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, and mechanical issues such as leakage/seal, damage, deterioration, and wear and tear between the video processor components without any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.